Event description:
The physician attempted to implant an endeavor sprint 2.75 x 30 mm x drug eluting stent. The target lesion was in the rca distal. The lesion was long (28mm), with a little calcification and 99% stenosis. The vessel tortuosity was moderate. Initially a pre-dilatation was carried out using a 2.5 x 20 mm balloon. The endeavor sprint stent was advanced but it could not pass the lesion. When it was removed it was reported that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with stenosis). No results available since no evaluation was performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion with stenosis). Unable to confirm complaint. (B)(4).